Manufacturer narrative:
(B)(4). Concomitant medical products: g7 neutral e1 liner 36mm f # item 010000858 lot 6475626; g7 neutral e1 liner 36mm f # item 010000858 lot 6475625. Foreign country - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02190 and 0001825034-2019-02191. This product is not cleared or distributed in the u.s., however, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, the surgeon performed several attempts to seat the liner, but he could not fully seat the liner. Reported the liner was sitting up on one edge. A second liner opened in case the issue was with the liner. Second liner was also a problem, however it seated after 3-4 attempts. A delay of 20 minutes occurred during the surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). UDI : (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.